Event description:
Report received of an IV tubing "disconnection". The clinician reported that the IV tubing disconnected while infusing nacl at 100cc/hr with several medications (heparin 25,000u in d5w, mefoxin, lasix, kcl). Eight hours after the start of the infusion, the tubing "disconnected" at the clave y injector port closest to the patient. This caused an unspecified amount of blood loss and catheter occlusion. A new peripheral IV line was inserted and new IV tubing was set up without further incident. Although requested, no further information was available.